Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the daughter had experience to hypoglycemia. Customer¿s blood glucose level was below 40 mg/dl and earlier daughter checked while on phone and it was 48 mg/dl. Customer also reported that they did not upload insulin pump. The insulin pump will not be returned for analysis.